Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the adc device detached prematurely. Adc customer service contacted the customer who reported that due to the reported issue, they experienced shaking, sweating, and nausea. The customer further reported being unable to self-treat and was provided a glass of juice from a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.